Manufacturer narrative:
Us customer contacted cepheid to discuss discrepant results with xpert xpress cov-2/flu/rsv plus. The patient is an infant. Sample 1: on (B)(6) 2023, patient sample was collected. Patient was showing symptoms of coughing on and congestion at the time of collection. On (B)(6) 2023, the sample was processed per pi and tested on xpert xpress cov-2/flu/rsv plus which resulted in sars cov-2 positive/flu a positive/ flu b positive/rsv positive. This was reported to the md. Due to so many analytes being positive, the customer decided to run this sample on a different gx instrument. On (B)(6) 2023, the same sample was processed per pi and tested on xpert xpress cov-2/flu/rsv plus which resulted in sars cov-2 positive/flu a positive/ flu b positive/rsv positive. Due to the sample being positive on all analytes again, the customer decided to collect another sample. Sample 2: on (B)(6) 2023, patient had another sample collected. Customer was still showing symptoms of coughing and congestion at the time of collection. The customer sent this sample to another facility to have it run on biofire respiratory panel. This sample was processed and run on (B)(6) 2023 which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative, rhinovirus positive. This was reported to the md. This sample was never run on gx instrument. Customer was unable to retrieve this test report from the other facility. Sample 1 was stored in the refrigerator between sample runs. There was no deterioration of health due to this discrepancy. Review of the first and second test results on the xpert xpress cov-2/flu/rsv plus test show all analytes detected with late CT values. Spc appears normal as do all the analyte curves. The likely root cause is contamination and/or carryover. There was no reports of patient harm. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note: device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss discrepant results with xpert xpress cov-2/flu/rsv plus. The patient is an infant. Sample 1: on (B)(6) 2023, patient sample was collected. Patient was showing symptoms of coughing on and congestion at the time of collection. On (B)(6) 2023, the sample was processed per pi and tested on xpert xpress cov-2/flu/rsv plus which resulted in sars cov-2 positive/flu a positive/ flu b positive/rsv positive. This was reported to the md. Due to so many analytes being positive, the customer decided to run this sample on a different gx instrument. On (B)(6) 2023, the same sample was processed per pi and tested on xpert xpress cov-2/flu/rsv plus which resulted in sars cov-2 positive/flu a positive/ flu b positive/rsv positive. Due to the sample being positive on all analytes again, the customer decided to collect another sample. Sample 2: on (B)(6) 2023, patient had another sample collected. Customer was still showing symptoms of coughing and congestion at the time of collection. The customer sent this sample to another facility to have it run on biofire respiratory panel. This sample was processed and run on (B)(6) 2023 which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative, rhinovirus positive. This was reported to the md. This sample was never run on gx instrument. Customer was unable to retrieve this test report from the other facility. Sample 1 was stored in the refrigerator between sample runs. There was no deterioration of health due to this discrepancy.